Event description:
The customer reported that the system would not boot up. No patient injury as reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced and adjusted to ps 1 power supply and performed an image transfer operation to the picture archiving communication system. The system was tested and found to be working as intended and put back in service.